Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's stimulation was not covering the same area. Patient had a fall and broke her ankle on (B)(6) 2016. The patient's doctor took an x ray image and noted that the leads had migrated down. It was thought that the leads migrated during the fall in december but not known. The rep met with the patient on (B)(6) 2017 and completed a reprogramming session. Rep was able to get reasonable coverage, the patient was happy. Rep and the hcp were going to wait to see if the patient was satisfied before scheduling a lead revision. Hcp had no further information and there was no surgical intervention planned or scheduled at the time of the report. Patient's weight was asked but unknown. No further complications were reported/anticipated.